Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise with pacing inhibition due to a break in the right ventricular (rv) lead. On (B)(6) 2022 the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.